Manufacturer narrative:
Philips service rebooted/restarted the system and restored functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geometry movement partly available during clinical use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.